Event description:
It was reported that the patient experienced redness, bleeding, and irritation after removing the infusion set from her body. The doctor told her that her infusion site was infected and that he thought she was allergic to the steel cannula of the infusion set. The patient was prescribed an antibiotic to treat the infection. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.